Event description:
The customer called lfs in 2002 alleging that their test strips would "come apart" upon inserting them into the test strip port. The customer reported inaccurately high results, such as "356 mg/dl and 360 mg/dl", with no symptoms. The customer explained that due to the high results they took insulin and obtained a "78 mg/dl". No adverse event or serious injury occurred. No treatment was reported beyond home care. No date or time was given. It is unknown if the results were obtained on the same day the test strips were falling apart. No control solution test was run to indicate that the meter was malfunctioning. The test strips are not designed to fall apart, in this case the strips may have been malfunctioning. Ccr replaced the meter and test strips.